Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the patient's right eye on (B)(6) 2007. The lens was explanted on (B)(6) 2012, due to low vaulting. A anterior subcapsular cataract was observed on (B)(6) 2012. The lens was exchanged for a different model, 13.2mm -09.5 diopter. Patient's last visit was on (B)(6) 2012, ucva was 20/25.

Manufacturer narrative:
(B)(4).